Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 218413540 was returned and analyzed. Visual inspection showed the pebax tube was kinked at the attachment with shaft. The tip and loop section were intact with no issue. In conclusion, the reported mapping catheter tip kink issue was not confirmed. The mapping catheter did not fail the returned product inspection due to a tip kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the mapping catheter was taken out, the tip was kinked. Thus, it was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.